Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reasons. Reasonable evidence suggests the device exhibited a malfunction. There is no record of this lead being replaced. Attempt to obtain additional information was unsuccessful. No additional adverse patient effects were reported.